Event description:
According to the reporter: the instrument fired clips but the clips kept scissoring. When the clips did not bind the clip would cut the colon. Another device was used to complete the case. A clip was retrieved and saved for inspection.

Manufacturer narrative:
(B)(4).